Manufacturer narrative:
The o2 fresh gas module was replaced and returned for investigation. The reported issue could not be reproduced during simulated use testing in a laboratory environment. An evaluation of the received device logs confirm the reported issue. Although the reported issue could not be reproduced, our conclusion, based on prior investigations of similar cases, is that the reported issue was most likely caused by oscillations in the o2 fresh gas module. The most probable cause of the reported issue is traced to interaction of several parts within the o2 fresh gas module, where concluded that the solenoid has a contributing effect to this behaviour. This failure condition may cause a disturbance in delivered flow mix from the gas modules. If this condition were to reoccur during patient treatment, alarms would be activated as per the design of the anesthesia workstation.

Event description:
Manfacturer's reference #: 258490.

Event description:
It was reported that during patient treatment, the delivered volume and the airway pressure increased. There was no patient harm. Manufacturer´s ref #: (B)(4).